Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It was confirmed that the suction channel was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope experienced foreign matter clogged the device full, the user cannot unclog it. The event occurred during procedure. The intended procedure was considered diagnostic. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of foreign matter clogging the suction flow was confirmed. Additionally, the following findings were also identified, and are as follows: (a.) Brush passage was not possible on the insertion tube side, (b.) The insertion tube insulation issue, (c.) The switch button one had a cut, (d.) Deep dents were found on the distal end biopsy channel plastic cover, (e.) The objective lens glue adhesive was worn, (f.) The light guide lens adhesive glue was worn, (g.) The bending section cover (a-rubber) glue was cracked, (h.) The insertion tube had scratches, (I.) And the light guide tube had scratches. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.